Event description:
It was reported that a patient underwent a hernia repair procedure on (B)(6) 2015 and straps were used. During the procedure, the plastic end of the device fell off into the patient. The piece was removed by the surgeon. Another like device was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Conclusion: the actual device was returned with the cannula cap detached from the cannula tabs and missing. Visual and functional evaluation revealed no other damages and the device worked as intended. It is possible that the cannula cap detached due to excessive forces applied to the device during use.